Event description:
It was reported that the user experienced loss of sensor readings on the ilet system with a freestyle libre 3 plus sensor, and troubleshooting determined the ilet had powered off due to a depleted battery and the user was unaware. No adverse clinical symptoms reported. Outcomes included no hospitalization, no medical intervention beyond user-guided correction, and no ongoing impact. User support included troubleshooting and user education on device power management. Investigation of this case revealed the device ceased function due to very low battery, with no device malfunction identified and no component failure confirmed. It was concluded, based on previously established findings for similar reports, that user maintenance related to charging practices was the most likely cause.